Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Reportedly, the stent procedure was aborted due to poor visualization (intraoperative bleed) as a result of iris trauma secondary to patient movement during surgery. The surgeon characterized the iris damage as a two o¿clock (2.00) trivial/inconsequential damage requiring no intervention. The patient prognosis was reported as ¿good with adverse event resolved¿.

Manufacturer narrative:
The stent could not be located and suspected to remain in the patient's eye; therefore, the surgery date was indicated in the implant date field. The device was not available; therefore, product testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Iris damage and malpositioned stent are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR # reference: (B)(4).

Event description:
It was reported that following a right eye cataract procedure, the patient moved during implantation attempt of a trabecular micro bypass stent system. Due to patient movement, the insertion sleeve engaged the iris which resulted in a small iris tear. The surgeon¿s vision was obscured due to intraoperative heme and could not locate the stent. Reportedly, it is possible that the stent was removed during irrigation/aspiration (ia). The stent procedure was aborted. Additional information has been requested.